Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia after disconnecting and forgetting to reconnect the infusion set, described as forgetting to turn the pump back on; the issue was categorized as an improper or incorrect procedure or method involving the cannula component, with no device alerts or alarms reported. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and identified a usage problem associated with failure to follow instructions during infusion set reconnection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.